Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a defect of the optic, affecting approximately half of the optic, was observed folloiwng implantation into the eye. The surgeon plans to perform an additional surgery to explant and exchange the lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The information received identifies that there was a significant amount of resistance during injection. Within the rayone IFU "use of rayone" section "fig 7" we state "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens after excessive ressitance was noted, is a deviation from the IFU and a likely contributory factor of the optic damage in this case. Our review of production records for the rayone toric rao610t batch 074246775 showed that all manufacturing and quality checks were conducted with successful results. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 074246775.

Event description:
On 31st october 2024, rayner received notiifcation from its distributor in russia of an event that occurred during use of a rayone toric rao610t. The event description provided that a defect of the optic was observed following implantation into the eye.